Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, serial# unknown, product type: external neurostimulator. (B)(4).

Event description:
The consumer reported that the patient was trying to cut off the medical tape that was wrapped around the trial wire and accidentally cut the wire. Additional information received from the consumer reported that they met with a manufacturer representative and were well taken care of. The trial stimulator worked wonderfully for the patient and they were hoping to have the implant as soon as possible. No patient symptoms reported. If additional information is received a follow-up report will be sent.